Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy surgery, two reloads did not fire and stopped. The surgeon was able to press the green button. There was no patient injury.